Manufacturer narrative:
(B)(4). The customer reported unable to detect external paddles. There was no reported pt involvement. The external paddles were not available for eval. The external paddles were replaced to resolve the issue.

Event description:
The customer reported unable to detect external paddles. There was no reported pt involvement.